Event description:
It was reported that the patient's left hip was revised due to metallosis at the head-trunnion junction. Intra-operatively, wear was visible at the junction. There was no black tissue in the patient and no noted wear/ discoloration of the liner. The shell was also reported loose intra-operatively. A stryker metal head, liner, shell and screw were revised to competitor devices. The stem was well fixed and not revised. Update 09 may 2019: stem was returned for evaluation, hence it was revised.

Manufacturer narrative:
Reported event: an event regarding wear involving a metal head was reported. The wear was confirmed through review of the returned device. Method & results: -product evaluation and results: images were taken of the inner taper of the head where debris was observed and collected using an sem stub. Damage present on the surface of the taper was consistent with interaction between the head taper and stem trunnion. Energy-dispersive spectroscopy (eds) analysis was performed on the debris and base material for the returned hip stem, shell, and head. The main constituents of the debris on the head were consistent with a corrosion product and an oxide. The base metal of the head was consistent with astm f1537. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: images were taken of the inner taper of the head where debris was observed and collected using an sem stub. Damage present on the surface of the taper was consistent with interaction between the head taper and stem trunnion. Energy-dispersive spectroscopy (eds) analysis was performed on the debris and base material for the returned hip stem, shell, and head. The main constituents of the debris on the head were consistent with a corrosion product and an oxide. The base metal of the head was consistent with astm f1537. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. While the wear on the device could be confirmed, the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to metallosis at the head-trunnion junction. Intra-operatively, wear was visible at the junction. There was no black tissue in the patient and no noted wear/ discoloration of the liner. The shell was also reported loose intra-operatively. A stryker metal head, liner, shell and screw were revised to competitor devices. The stem was well fixed and not revised.